Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered pain and disability. According to the physician's office, as of a follow up medical appointment in (B)(6) 2009, there were never any post procedural complications reported. All other information is unknown and unavailable.